Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Sales rep received a list of bone cement stickers with the info that these lots did not set. Cement was used, but always stuck to the gloves so that it required a repeated glove change. No adverse patient consequence, no surgery delay reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the complaint states: ¿sales rep received a list of bone cement stickers with the info that these lots did not set. Cement was used, but always stuck to the gloves so that it required a repeated glove change. No adverse patient consequence, no surgery delay reported.¿ retained powder and liquid samples of the complaint batch in question were obtained, conditioned to 23°c, and mixed in the laboratory in a beaker under ventilated, temperature and humidity-controlled conditions. The tested cement (8801948): combined as expected; with a mean dough time of 44 seconds. A mean setting time of 9 mins 23 seconds. The tested cement (8835323): combined as expected; with a mean dough time of 47 seconds. A mean setting time of 9 mins 27 seconds. The tested cement (8815043): combined as expected; with a mean dough time of 49 seconds. A mean setting time of 9 mins 11 seconds. The tested cement (8835336): combined as expected; with a mean dough time of 46 seconds. A mean setting time of 9 mins 27 seconds. The appearance and handling characteristics of the cement were as expected with all results obtained being within specification criteria. The cement mixes were firm, and handling was soft with no flow once doughed, which are typical characteristics of this cement. All results are within the specification limits for this product. The reported failure was not repeated in the testing of the retained samples of this batch. The complaint description cannot be confirmed from the results of this testing. Root cause cannot be determined from the results of this testing. Dva-107020-fde rev 8 was reviewed, and fast setting cement is recognised on lines 61-63 and 71-72. In each case, the risk is considered ¿as low as possible¿ and cannot be further mitigated. The mixing and use of bone cement can be significantly affected by exposure to high or low temperatures up to 24 hours before use. This can cause wide fluctuations in working and setting time. The optimum temperature for bone cement is 23 degrees celsius as per the IFU. Conclusion and further action: a root cause cannot be determined as the complaint problem has not been possible to replicate with the testing of the retained sample. However, the conditioning and storage of the product, or the operating theatre temperature could have potentially aided the unusual behaviour mentioned. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: 0 non-conformances on this lot number. Final micro and sterility tests passed. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.